Event description:
Dr. Was preparing to perform the thoracentesis and prior to inserting the needle he attached the stopcock which "snapped" off. He obtained another tray, inserted the catheter, pulled out the needle, fluid began to drain and when he pulled out the catheter, it began to crumble and he suspected the tip was lodged inside the patient's thoracic cavity. The patient had a x-ray and cat scan of thorax, which revealed no evidence of a retained opaque catheter in the pleural space or elsewhere.